Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/28/2023. Additional information (the lot numbers are reported as follows): batch tc2ajt exp date 2/28/2026 mfg date 3/20/2023. Batch tc2acb exp date 2/28/2026 mfg date 3/6/2023. A manufacturing record evaluation was performed for the finished device tc2ajt/xc200 and no non conformances / manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-07526, 2210968-2023-07527, 2210968-2023-07528, 2210968-2023-07529, 2210968-2023-07530, 2210968-2023-07531, 2210968-2023-07532, 2210968-2023-07533, 2210968-2023-07534, 2210968-2023-07535, 2210968-2023-07536, 2210968-2023-07538, 2210968-2023-07539, 2210968-2023-07540, 2210968-2023-07541, 2210968-2023-07542, 2210968-2023-07544, ,2210968-2023-07546, & 2210968-2023-07547.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/10/2023. Additional information was requested, the following was obtained: lots: tc2acb, exp 2026- 02- 28. Tc2ajt, exp 2026- 02- 28. Are both lots in the involved incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-07526, 2210968-2023-07527, 2210968-2023-07528, 2210968-2023-07529, 2210968-2023-07530, 2210968-2023-07531, 2210968-2023-07532, 2210968-2023-07533, 2210968-2023-07534, 2210968-2023-07535, 2210968-2023-07536, 2210968-2023-07537, 2210968-2023-07538, 2210968-2023-07539, 2210968-2023-07540, 2210968-2023-07541, 2210968-2023-07542, 2210968-2023-07544, ,2210968-2023-07546, & 2210968-2023-07547.

Event description:
It was reported that a patient underwent a robotic radical prostatectomy on (B)(6) 2023 and suture clips were used. Observed clips loaded into applier correctly. When suture is placed into "v" of clip, and closure handles approximated, it is observed moving arm of the clip does not lock to contralateral side/non moving arm of clip to lock and form closed clip. Observed- moving clip arm passes above without necessary downward movements to approximate with opposing clip arm and form clip upon release of closure handles. When handles are released, moving clip arm fails to lock onto non-moving arm and form a locked clip. Some clips were formed as intended, however estimated failure rate ~80% or 1/6 clips forming correctly. There were no adverse consequences to the patient. No delays. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 10/10/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: - it was reported that "estimated failure rate ~80% or 1/6 clips forming correctly". Please confirm the number of clips that had this issue during this procedure. ~ 24 clips from 2 lots were attempted. 4 clips were noted to form out of each box. - package lot number of the clips? ¿ 2 boxes - tc2abc, tc2ajt - please provide the applier product code and lot number? Applier lot unknown/was not recorded. Applier was a new replacement applier/ka200 recently shipped on a previous warranty replacement call. - please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). There was no noted issue. Jaws approximated tightly and were able to form clips. - what suture type and size was used? 4-0 vicryl suture - when the event occurred, was the suture placed near the hinge of the clip? Suture was placed near the hinge of the clip for greatest leverage in closure. - were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? 1 of 6 would close, with moving/locking portion of clip travelling laterally and downward over stationary arm of clip, these would stay securely on the suture. In the unforming clips, the moving arm would travel laterally, not downward over the opposing locking lip of the non-moving arm of clip. - was the applier checked for damaged (jaws straight and aligned)? Yes, applier appeared new and functioning correctly. - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Clip would not form on suture on the back table. If clip formed, it help and met clinical expectation. - event/procedure name and date? Robotic radical prostatectomy, (B)(6) 2023. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6). Asi madison wi. Witnessed sequence of events intra-op. The following additional information was requested: the two lots numbers provided tc2ajt and tc2abc are for the vicryl suture. The complaint is against the lapra ty, we require the lot for the clip. Please advise which two lots were impacted for the clips. Related reports: 2210968-2023-07526, 2210968-2023-07527, 2210968-2023-07528, 2210968-2023-07529, 2210968-2023-07530, 2210968-2023-07531, 2210968-2023-07532, 2210968-2023-07533, 2210968-2023-07534, 2210968-2023-07535, 2210968-2023-07536, 2210968-2023-07538, 2210968-2023-07539, 2210968-2023-07540, 2210968-2023-07541, 2210968-2023-07542, 2210968-2023-07544, ,2210968-2023-07546, & 2210968-2023-07547.